Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a bent sensor cannula and also reported a high blood glucose reading of 470 mg/dl. The customer treated with the insulin pump and manual injections. The sensor was replaced and returned, however the insulin pump was not replaced or returned.